Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: (B)(4). This spontaneous case, reported by consumer via lcac to report adverse event and a product complaint (pc), concerned a 58-years-old asian female patient of han nationality. The patient had no medical history, no history of drug adverse reaction and no family history of adverse drug reaction. Concomitant medications included metformin and glucobay to lower glucose. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) injection (humalog mix50) from cartridge via reusable pen humapen ergo ii, twice daily (18 units in the morning and 15 units in the evening), via subcutaneous route, for the treatment of diabetes mellitus, beginning about in year 2016 (approximately 10 years ago). On an unknown date while on insulin lispro protamine suspension 50%/ insulin lispro 50% therapy, the patient had a high blood glucose (value, unit and reference range was not provided) due to which she was hospitalized in early (B)(6) 2025 but got better after unspecified corrective treatment. It was reported that around the same time in early jun-2025, the patient's humapen ergo ii pen was not working well, and the injection button could not be pressed (B)(4); lot: unknown). In addition, she changed the needle every 4 days and the pen was stored with the needle attached (improper use). At that time, there was insulin remaining inside the cartridge. Information regarding the corrective treatment and further hospitalization details was not provided. The outcome of the event was recovering. The status of insulin lispro protamine suspension 50%/ insulin lispro 50% therapy was ongoing. The operator of the humapen ergo ii device and his/her training status was not provided. The general humapen ergo ii model duration of use and the suspect duration of use was not provided. The action taken with humapen ergo ii devices was unknown and device was not returned to manufacturer. The reporting consumer did not relate the event with insulin lispro protamine suspension 50%/ insulin lispro 50% therapy while did not provide relatedness of event with humapen ergo ii device. Update 16-feb-2026: information from the initial reporter was received on 09-feb-2026. No new information was provided and no changes were made in the case. Edit 19-feb-2026: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 04-mar-2026: additional information received on 02-mar-2026 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting and device return status to not returned to manufacturer. Corresponding fields and narrative updated accordingly. Update 13-mar-2026: information was received from initial reporting consumer on 11-mar-2026. No medically significant information was received; no changes were made to the case.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 04mar2026 in the b.5. Field. No further follow-up is planned. Evaluation summary a consumer reported a 58-year-old female patient had a humapen ergo ii pen that "was not working well, and the injection button could not be pressed" in (B)(6) 2025. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is evidence if improper use. The patient reported that the needle is changed every four days. This may be relevant to the event of increased blood glucose.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by consumer via lcac to report adverse event and a product complaint (pc), concerned a 58-years-old asian female patient of han nationality. The patient had no medical history, no history of drug adverse reaction and no family history of adverse drug reaction. Concomitant medications included metformin and glucobay to lower glucose. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) injection (humalog mix50) from cartridge via reusable pen humapen ergo ii, twice daily (18units in the morning and 15 units in the evening), via subcutaneous route, for the treatment of diabetes mellitus, beginning about in year 2016 (approximately 10 years ago). On an unknown date while on insulin lispro protamine suspension 50%/ insulin lispro 50% therapy, the patient had a high blood glucose (value, unit and reference range was not provided) due to which she was hospitalized in early (B)(6) 2025 but got better after unspecified corrective treatment. It was reported that around the same time in early (B)(6) 2025, the patient's humapen ergo ii pen was not working well, and the injection button could not be pressed (B)(4); lot: unknown). In addition, she changed the needle every 4 days and the pen was stored with the needle attached (improper use). At that time, there was insulin remaining inside the cartridge. Information regarding the corrective treatment and further hospitalization details was not provided. The outcome of the event was recovering. The status of insulin lispro protamine suspension 50%/ insulin lispro 50% therapy was ongoing. The operator of the humapen ergo ii device and his/her training status was not provided. The general humapen ergo ii model duration of use and the suspect duration of use was not provided. The action taken with humapen ergo ii devices and its return status was not provided. The reporting consumer did not relate the event with insulin lispro protamine suspension 50%/ insulin lispro 50% therapy while did not provide relatedness of event with humapen ergo ii device. Update 16-feb-2026: information from the initial reporter was received on 09-feb-2026. No new information was provided and no changes were made in the case. Edit 19feb2026: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.